Event description:
In the (B)(4) newspaper, the (B)(4), an article appeared on december 12, 2008, indicating that two individuals ((B)(6)) developed lumps as a result of evolence injections. The article claimed that a lawsuit had been filed and that the injections have resulted in permanent or long term damage. No other information is available at this time. The company has not been contacted.